Event description:
It was reported that patient's right ventricular (rv) lead exhibited externalized conductors. The physician patched externalizations using lead repair kit on (B)(6) 2024. The patient was stable.